Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
7x9mm poly insert had small defect. Small piece of plastic was protruding into notch area from anterior lateral aspect of insert. Surgical delay = 15 minutes. Case type / application: tka. Update 19-july-2021 (B)(6): as per mps response: "I was present during the case as was ((B)(6) sales rep). Upon leaving the room to get another insert, surgeon very carefully removed protruding piece of plastic with a scalpel and successfully got the implant down and locked securely in place."